Event description:
It was reported occlusion alarm occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy. Reportedly, the customer was using lyumjev brand insulin, tandem technical support educated the customer this is off label insulin.